Manufacturer narrative:
The exact date of onset for the patient¿s symptoms is unknown; however, it was reported during a follow up visit on (B)(6) 2011. The original date of awareness was reported in error on the initial medwatch as september 14, 2015. The correct date of awareness for this event was june 13, 2011. The device was not received for evaluation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: the patient was discharged on (B)(6) 2004. The patient's portion of the study was completed on (B)(6) 2011. This report is for one (1) unknown 5mm, medium deep prodisc-c implant.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of (B)(6) 2011 month 84 patient presented motor and reflex neuro -deterioration. At this time, there is no additional information regarding this event, and no indication this event was related to surgery or implants. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event of (B)(6) 2011 month 84 patient presented motor and reflex neuro -deterioration. At this time, there is no additional information regarding this event, and no indication this event was related to surgery or implants. If additional information becomes available, this determination should be re-reviewed by a clinician.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown clinical study. Unknown - pdc implant, unknown part number for the class iii device (pro-disc implant). UDI # unknown part number, UDI is unavailable. Not explanted. (B)(4) clinical prodisc-c study patient ID # (B)(6) presented reflex neuro deterioration, cause is unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported clinical prodisc-c study patient ID # (B)(6) presented motor and reflex neuro deterioration. The cause is unclear. The patient was implanted with a 5mm medium deep prodisc-c at c3-c4 on (B)(6) 2004. This report is 1 of 1 for (B)(4).